Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a f/u report will be submitted.

Event description:
The complainant reports the catheter's coude tip is excessively curved.

Manufacturer narrative:
Correction due to additional event description details not submitted on the initial MDR. Manufacturer report number: 9611710-2015-00050. This was discovered on august 07, 2015: end user reports that degree of curvature of coude catheter in affected product reported is too large of an angle for use. The end user called back and reported he has not kept track of the quantity of catheters that had issue specific to each market unit. Complaint investigation was performed. One unused size 14 ch/fr. Red tiemann ru coude with a single eye. Drainage funnel marked as gentle cath 14/ch/fr 4.7mm. Product was returned in gentle cath preprinted blister packs. The product was removed from the blister pack and the tip curvature was measured. Reviewing of assembly work order does not reveal any sign of coude tip is excessively curved detected during the inspection. An analysis on the returned samples provided was measured and did not perform to our requirement. Related personnel will be informed and appropriate corrective action will be taken to prevent future recurrences of similar type of defect. After review of the returned product and a detailed batch review, a discrepancy was found. This warrants further action and a nonconformance will be opened. This complaint will remain open until completion of non-conformance. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 10, 2015.

Manufacturer narrative:
A quality complaint investigation was performed. A complaint sample was not received from the customer. However the pictures from the product lot# 408320r002 and icc code 36201400 was available to assist in the record review. Reviewing of the assembly work order does not reveal any sign of the coude tip excessively curved detected during the inspection. This is the first complaint received of the complaint issue the coude tip is excessively curved. The date range of 10/28/2014 to 02/25/2015; brand name type: foley catheter; complaint issue: insertion/removal issues. The results of the query identified a total of 3 complaints for this issue. Of this complaint 3 were identified as being associated with icc code: 36201400. The complaint sample is not expected to be available for evaluation. Based on record review no abnormalities were observed. No other conclusion could be drawn without performing the testing on the product and with the information available, we are unable to determine the root cause of complaint. We will continue to monitor the complaint trend to identify any other possible cause which may lead to this defect. No corrective action has been identified as a result of this analysis. There are three (3) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other (2) cases. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on april 23, 2015.